Event description:
The user received questionable ion selective electrode (ise)-sodium results and stated the physician called complaining that he was seeing many low sodium results. The user found results for 13 patient samples were reported outside the laboratory incorrectly and had corrected reports generated. All results are in mmol/l. Patient sample 1 initial result was 123 with a data flag and the repeat result was 135. Patient sample 2 initial result was 122 with a data flag and the repeat result was 136. Patient sample 3 initial result was 124 with a data flag and the repeat result was 136. Patient sample 4 initial result was 120 with a data flag and the repeat result was 133. Patient sample 5 initial result was 123 with a data flag and the repeat result was 135. Patient sample 6 initial result was 129 with a data flag and the repeat result was 139. Patient sample 7 initial result was 125 with a data flag and the repeat result was 138. Patient sample 8 initial result was 128 with a data flag and the repeat result was 141. Patient sample 9 initial result was 127 with a data flag and the repeat result was 140. Patient sample 10 initial result was 127 with a data flag and the repeat result was 137. Patient sample 11 initial result was 132 with a data flag and the repeat result was 146. Patient sample 12 initial result was 129 with a data flag and the repeat result was 141. Patient sample 13 initial result was 128 with a data flag and the repeat result was 141. The user stated the patients are in-house patients and had ivs of saline started. The user did not know how many of the patients received the ivs. No other treatment was provided, withheld or altered based on erroneous results. No further information could be provided concerning the patients. No adverse events were alleged. The sodium electrode lot number was not provided. The field service representative determined there was a problem with a consumable. The user stated the internal standard reagent was old and believed this to be the issue. To verify the analyzer operation, the user ran precision testing with acceptable results.